Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was no coil fractured observed and lead passed continuity test. A visual inspection revealed a trilumen insulation damaged from terminal pin where conductors exposed. Further, this type of damage most likely caused by entrapment in the clavicle region. The clinical observation was not confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. Additional information received and indicated that this rv lead was removed via laser by the physician. The field representative stated that this lead will be returned for analysis. No additional adverse patient effects were reported.